Manufacturer narrative:
(B)(4). Insulin pump was received with a missing retainer, missing reservoir tube o ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was cracked and missing pieces. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.